Event description:
It was reported that, during a intertan intertrochanteric femoral nailing, the metal threaded cuff which should be fixed into the carbon fiber intertan jig of the drill guide handle came out in surgery. Instruments inside the patient. The procedure was completed without delay using a smith nephew back up device. No patient injury or other complications were reported.

Manufacturer narrative:
The device, for used in treatment, was returned for evaluation. A visual inspection of the returned drill guide confirms the intertan intertrochanteric femoral nailing threads are seized inside the drill guide. The device exhibits signs of extreme wear and usage. A medical investigation was conducted and confirms per e-mail communication, the reported events took place outside of the patient. It was also noted that the surgeon ¿felt the device failed due to wear & tear as opposed to being defective. Patient safety not affected.¿ since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a intertan intertrochanteric femoral nailing, the metal threaded cuff which should be fixed into the carbon fiber intertan jig of the drill guide handle came out in surgery. Instruments outside the patient. The procedure was completed without delay using a smith nephew back up device. No patient injury or other complications were reported.

Manufacturer narrative:
New information about the incident added.